Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). It was reported that the thermal balloon did not deflate. According to the bsc sales representative, the physician reported he had difficulty deflating the thermal balloon.follow up with the complainant revealed that at procedure closure when the physician went to deflate the compression balloon, it would not deflate. He then pulled out the catheter to remove it. He had to use a tamponade catheter to stop the bleeding. The catheter was in place until the next day. The patient is doing well.

Manufacturer narrative:
(B)(4).